Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. This is a duplicate of MFR report # 1917413-2023-00074 that was reported for the issue of the cap coming out of the tube.

Event description:
It was reported that after centrifugation with bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the tube decapped and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: customer states tube are decapping post centrifugation causing spills and leaks.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after centrifugation with bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the tube decapped and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: customer states tube are decapping post centrifugation causing spills and leaks.